Event description:
Related manufacturer reference number: (B)(4). It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, an initial position was identified and premapping was performed. It was not a suitable location, so the lp was prepped to be repositioned when it was observed the helix had elongated. A new lp was opened, and implant was attempted. After premapping the same issue occurred, and the helix elongated. The lp was exchanged. The patient was stable.

Manufacturer narrative:
Device record history was reviewed to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. The reported event of stretched was confirmed. Visual inspection showed that the helix length was stretched out of specification consistent with having occurred during procedure. The reported event of inadequate capture could not be confirmed. Further analysis was performed, including output verification, and the device exhibited normal device characteristics without any anomalies.

Event description:
New information received indicated the repositioning of both the leadless pacemaker occurred due to poor capture thresholds.